Manufacturer narrative:
A supplemental MDR is being submitted due to no product return. Sections g6, h2, h6: type of investigation, investigation findings, and investigation conclusions have been updated. Attempts were made for product return but the customer did not send back the unit. H3 other text : attempts were made for product return but the customer did not send back the unit.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental will be sent with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that while using a pc2k blood pressure reading was about 20 points lower than the blood pressure with a different pc2k. No error message was present. Troubleshooting included checking the placement of the hrs and rezeroing the hrs. No damage was noted on the pc2k. The pressure was checked against an nibp cuff and the acumen cuff and the acumen cuff was approximately 20 to 30 mm hg higher than the nibp cuff. The pc2k were exchanged and the pressure more closely matched the nibp cuff. The patient was not treated for the pressure that the acumen cuff was reading so no inappropriate interventions took place. There was no patient injury.